Event description:
The customer was experiencing high blood glucose levels of 240 mg/dl and believed that this was due to her needle being too short, and requested a longer one. Customer was experiencing a racing heart. She stated that she had a backup plan and had self-treated with the pump and shots to lower her high blood glucose levels. No further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.